Event description:
A stent was successfully placed at the neck of the carotid artery aneurysm. During the placement of this initial coil, loops were protruding into the parental vessel. As the physician was attempting to reposition the device became caught on the stent. The coil stretched and "broke along the 10 cm length of the coil, then also became detached at the detachment zone when retracting the proximal remaining portion of the coil." Part of the coil was contained within the aneurysm and the remainder was in the parent vessel. The physician tried unsuccessfully to retrieve the portion within the parent vessel. "Patient's carotid artery shut down. Pt had good collateral flow", the cause for the vessel occlusion was not provided. The procedure was stopped at this point and it was reported the pt suffered no neurological deficit.